Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd881466, gd882258). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On (B)(6) 2011, the patient was diagnosed and hospitalized for peritonitis. In (B)(6) 2011, a peritoneal effluent culture was performed, with unknown result. The cause of peritonitis was not reported. On an unreported date in 2011, the patient experienced a bacterial infection due to something in the water, and the outcome was not reported. Treatment provided was not reported. On an unreported date, dianeal therapy was withdrawn. While hospitalized, the patient's pd catheter was removed and the patient was placed on hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. An opinion of causality for peritonitis and bacterial infection due to something in the water was not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy.